Event description:
Customer reported the alarm has no power. The alarm was tested with new batteries. The alarm door closes properly. The battery contacts are intact. No cracks on the case were detected by the customer. There was no pt incident or injury reported.

Manufacturer narrative:
(B)(4). Results: eval of the returned product revealed the delay switch was set at 4 seconds. The unit did not power up when tested with batteries or an external power supply. Also the battery springs are bent and the unit label is damaged. Posey instructions for use warning statement: the sitter select is an electronic device that may fail to work if subjected to severe shock, such as being dropped or immersed in liquid. The unit may stop functioning as designed for use. To reduce the risk of serious injury or death, test the alarm and sensor for proper operation prior to putting in service with a pt, and each time before leaving the pt unattended. If the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. (B)(4).